Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was broken. Customer stated that where she screws the reservoir into is damaged because the little piece around is not secure in there. Customer stated that she is getting a no delivery a lot of times because it is just hanging out. Customer noticed the damage when she was changing her infusion set. Customer stated that she first noticed the damage on saturday however she taped it and did not notice that the reservoir was staying in until the following day when she noticed that her blood glucose readings were climbing because the reservoir would not stay inserted. Customer's blood glucose was 243 mg/dl. Customer stated that the thin piece of plastic broke off around the reservoir compartment opening during normal use when she was changing her infusion set. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.